Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. As per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. According to initial information there was an open clamp on an unused line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.. The label review found the labeling adequate for the potential use error in this complaint. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell 4 of 6. The home patient (hp) stated that he was in fill 4 of 6 and wanted to end therapy since he had the se 2240 and se 2367 in dwell 4 of 6 and started over with new supplies. The baxter technical representative (tsr) had the hp end therapy. The tsr explained the se 2240 and se 2367 alarm and told the hp that when the alarm occurs, the hp should have discarded the supplies and start over with new supplies. The tsr explained to the hp to not use same supplies and be connected during prime. The hp will call the registered nurse(rn) regarding this event. During trouble shooting the tsr documented that there was open clamp on unused supply line and tsr reviewed procedures per the user manual. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.